Manufacturer narrative:
The astral device internal battery was returned to resmed for an extensive engineering investigation. Performance testing and review of the device data logs could not confirm the reported internal battery failure to charge. Based on all available evidence and complaint investigations of a similar nature, the reported device failure to charge was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device internal battery failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device internal battery failed to charge. There was no patient injury reported as a result of this incident.